Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 936 (mg/dl). Customer delivered correction boluses and was treated with an intravenous insulin drip. Customer's blood glucose levels stabilized and customer resumed pump therapy; however, the elevated bg levels recurred. Customer was released from the hospital the following day on insulin injection therapy. Although requested, no additional information was provided.